Event description:
It was reported that balloon rupture occurred. After a non-bsc guidewire passed through the lesion, a 2.50 mm x 15 mm emerge balloon catheter was advanced for dilatation. However, during first inflation at 4 to 5 atmospheres for less than 5 seconds, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.